Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 did not activate (cut and seal). The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool. No resistance noted. They exchanged the black extension cable for a new cable. Still would not work. They opened a new hp-2 (vh-4000), the device worked. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, d10, g4, g7, h2, h6, h10 the lot #3000279399 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.